Manufacturer narrative:
The device was received not deployed. Investigation found no damages or defects to the needle mechanism that could contribute to a failure of the pod to not deploy. The downloaded data shows that the device completed first and second priming sequences before being deactivated. No alarms were generated in the pod but timeouts and drive stalls were present towards the end of the pod's run. The drive stall present during the second priming sequence indicates that the firing flat was not in position for needle deployment due to the stall created. Since the firing flat was not in position, the needle was not able to deploy. This abnormality can be linked due to corrosion found on the top battery and battery spring. The corrosion caused the drive stall occur towards the end of the pod's run. This can confirm that both corroded hardware components are the root cause of the reported needle not deploying. The device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was successfully delivered and the rerun data showed no timeouts or drive stalls. It also did not generate any alarms either. The needle mechanism was reset and functioned as intended after deploying through manual rotation of the ratchet gear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.